Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine or confirm if the bent cannula or any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized at (B)(6) hospital with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose to 18.01 mmol/l (324.2 mg/dl) while wearing the pod for approximately 37 to 48 hours. The patient reported receiving an automated delivery restriction message on the app and as symptoms worsened the patient decided to seek medical attention. Symptoms reported include hyperglycemia, sore throat, lack of energy, extreme lethargy, and episodes of falling asleep. Upon removing the pod at the hospital, the patient found the cannula was bent, resulting in approximately 16 hours without insulin delivery, and noted that the pod adhesive had also lifted. Treatment included a short-acting insulin injection, three bags of intravenous fluids, with the final bag containing potassium and rapid-acting novorapid insulin. The pod was reportedly discarded at the hospital. The patient was discharged the following day, (B)(6) 2026, and reported being advised by the doctor to pause pod use for a while.